Event description:
Caller reported a cartridge alarm 20 issue. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to put the pump into storage mode and return it to tandem using a pre-paid label, and a replacement pump was sent. There was no backup therapy available, and the caller planned to consult a healthcare provider for further steps.